Event description:
Pt had stent implanted. Some macular rashes developed on the face and palms after a week past implantation. Pt was formerly on plavix, ticlid, diovan which has been stopped, and lipitor. Pt also has redness of the throat and itching.